Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who asked that the patient be redrawn. A new sample was obtained and tested on an alternate instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that during troubleshooting, they noticed that there was no integrated multisensor technology (imt) sample diluent solution. The customer replaced the imt sample diluent solution, which resolved the issue. The cause of the discordant, falsely elevated sodium result was low imt sample diluent solution due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.